Event description:
Revision surgery 4 years after primary due to aseptic loosening. MFR ref# 3005180920-2015-00036.

Event description:
On 06/30/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/09/2015 the report was sent to the initial reporter and the case was closed. Reference MFR # 3005180920-2015-00036.